Event description:
After removing peripheral intravenous catheter (piv) from patient's right arm, it was noted that the catheter tubing was not connected to the hub of the IV catheter. Vascular access team and physician were notified and came to assess patient. Ultrasound and x-ray were carried out immediately and were both negative for a foreign body. Nursing staff continued to monitor patient. It was later determined that the retained part was in the patient's subcutaneous tissue.====================== health professional's impression======================catheter broke off in patient.====================== manufacturer response for protectiv plus safety IV catheter, jelco protectiv plus safety IV catheter======================unknown as of yet.